Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements through out these tests were within normal limits. A set screw mark was noted on the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall. Additional information indicated that pericardial effusion was attributed to the reported lead perforation. In addition, the patient had pericardial effusion which then complicated to cardiac tamponade. The rv lead was explanted and replaced. No additional adverse patient effects were reported.